Manufacturer narrative:
The manufacturing records were reviewed and no issues related to nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed an epidural hematoma shortly after the implant procedure. The hematoma and the device were removed. The patient has recovered without sequelae.